Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads were connected to a known good r series and the device displayed "defib pad short" message. The pads passed the manual 30joules test. The pads were scrapped and a replacement set was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed self-test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.